Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The estimated battery longevity dropped three years, over six months time. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The estimated battery longevity dropped three years, over six months time. The device remains implanted. No adverse patient effects were reported. Additional information was received that a technical service (ts) reviewed device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. The boston scientific representative confirmed with the physician office, that they are monitoring the battery longevity closely and the device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no additional adverse patient effects were reported.